Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii/IV". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device was explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV". Later healthcare professional reported "implants are palpable high in their pocket and breast tissue has fallen over both implants" this record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and visibility/palpability was received on april 29, 2025, with lot number 2967124. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.